Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an issue with their battery and received random no delivery alerts. The insulin pump rejected the new battery. Blood glucose value was unknown at the time of the incident. No troubleshooting was performed. Nothing will be replaced or returned.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. Device passed self test, a21 error test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no low battery alert and failed battery test noted. (B)(4).